Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted into the hospital on (B)(6) 2016 due to a high blood glucose level. The customer was also hospitalized in (B)(6) 2016. Customer's blood glucose level was over 600 mg/dl. He was having severe back pain. His white blood cell count was high. He was discharged and had to go back the next night. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had large air bubble. The device was not returned.